Event description:
It was reported that the customer stated heard a popping sound and then the ventilator generated several technical alarms. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
According to received information in the received service report, the ac/dc converter (pc) board was exchanged by the customer. Our field service engineer (fse) reseated all the boards, connections, and reloaded the software. After performing both safety and pre-use checks tests successfully, the unit was returned back into service. No goods were returned for our investigation, since the customer refused to send the ac/dc converter pcb. The device logs have been received and confirmed the reported technical errors as reported. If the ac/dc converter (pc) board fails during ventilation, the ventilator will switch over to battery power operation and alarms will be generated to alert the user. Since no goods were returned for investigation, the cause for the reported failure could not be determined from this investigation.

Event description:
(B)(4).